Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope tip, to which the ultrasound was attached to was "clean off" and they were not sure if the patient retained the missing piece. The procedure done was endobronchial ultrasound staging of the mediastinal node and was completed using the same scope. The doctor reported that the patient had coughing during the procedure, which was done with moderate sedation using versed/fentanyl and topical anesthesia with lidocaine. The customer was unable to confirm if the tip fell off during the endobronchial ultrasound staging of the mediastinal node or in the transfer from post procedure to the manual cleaning process. An extensive search through the rooms, garbage, and floors for any sign of the ultrasound tip was conducted. The scope was confirmed to be intact prior to the start of the procedure. The patient since had a CT scan with no sign of the foreign body within any of their cavities. The patient had no known adverse effects at this time.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. The endoscope was completely disassembled and inspected. The probe unit tip was found broken. The insertion tube and other parts were replaced as needed. The original endoscope exterior control body, grip, light guide connector, and eye piece were retained and tested to ensure they meet functional specifications. The endoscope was tested to ensure watertight integrity. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the broken off tip (including the bending section cover) could not be identified. Additionally, based on the results of the investigation, a specific cause of the patient coughed during a procedure performed with moderate sedation using bercede/fentanyl and local anesthesia with lidocaine could not be identified. The event can be prevented by following the instructions for use which state: "warning: do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.